Event description:
It was reported the subject device exhibited suction valve malfunction. The issue was found during an unknown therapeutic procedure and was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e03 (pressure sensor malfunction) error based on the results of the investigation, a probable root cause for the suction valve malfunction could not be identified. A probably root cause for the e03 pressure sensor malfunction: electrical problem which is a known inherent risk of the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.